Event description:
It was reported that the probe's hand control got stuck in the on position and would not turn off.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the probe's hand control got stuck in the on position and would not turn off.

Manufacturer narrative:
The product was not returned for investigation as it as discarded by the account. Therefore, the reported failure mode could not be confirmed. The device history record (DHR) of the reported lot was reviewed. There were no discrepancies observed that could contribute to this condition. A definite root cause for the reported condition cannot be determined (multifactorial) at this time with the information available and since the unit was not returned for evaluation. However, based on the information provided and previous complaint history, even though it could not be confirmed since the unit was not returned, it is likely that the unit¿s malfunction is due to fluid ingress, since it was informed the unit was wet. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.